Event description:
Ous MDR - after an implantation time of about 34 months, inappropriate shock deliveries were reported. During the op, after the connector of the lead to a new ICD, artifacts were noted in the rv channel. Therefore, a new lead was implanted. No deterioration in the pt's state of health was reported. The lead was left in the body, but the ICD was returned for analysis.

Manufacturer narrative:
Ous MDR.